Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the left ventricular (lv) lead had dislodged. During the lead revision procedure, the insulation was noted to be damaged. As a result, the lv was explanted and a new lead was implanted. Difficulty was experienced while connecting the new lv lead to the device and impedance measurements greater than 2000 ohms and noise were noted. The connection was attempted again and was successful with appropriate measurements. No adverse patient effects were reported.